Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to damage of the electrical connector, water and air tightness was lost. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to a pinhole on the bending section cover water tightness was lost, due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, due to clogging of nozzle water removal ability did not meet the standard value, electrical connector had discoloration due to water leakage, scope cover plate was detached, and the plastic distal end cover had a burn. The following additional items were noted; connecting tube had buckling, control unit had buckling, universal cord had a wrinkle, objective lens had a chip, adhesive had white clouded areas around the following locations (objective lens, light guide lens, and the bending section cover), adhesive on the bending section cover also had a crack, adhesive also had peeling around the objective and light guide lenses, and multiple parts of the scope had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: kurume(B)(6), independent administrative institution added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water leakage from the scope connector. During the device evaluation, the following reportable malfunction was found: foreign material was in the nozzle and on switch one. There was no report of patient harm, procedural delay, or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.